Event description:
A customer reported the solution was discolored and burned his eyes following use. He stated he rinsed his eyes with water, but it did not help. He reported he "went to the hospital because he could barely see at all" and was prescribed an antibiotic corticosteroid ophthalmic suspension. He stated he missed work for one week and his "eyes are better now". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).